Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: malfunction of the universal cord caused image interference waves and the light guide bundle in the insertion section was slightly worn and interrupted and weakened. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The light guide bundle in the insertion section was slightly worn and the light guide bundle was interrupted and weakened. This event was caused by a component failure of the light guide bundle. Malfunction of the universal cord caused image interference waves. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device presented greenish image. The issue occurred during service/maintenance. There were no reports of patient involvement.